Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to the customer's input. There was no reported impact to customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.